Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and low blood glucose (bg) symptoms. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported experiencing the low glucose symptoms while at work. Symptoms were described as sluggish and unresponsive. The cgm bg value was 101 mg/dl. Patient self-treated with sugar and lemonade. A co-worked contacted patient's spouse. The patient's spouse picked-up the patient and took him to eat. They performed a finger stick (fs) and the bg value was 143 mg/dl while the cgm bg value was 299 mg/dl with two (2) trend arrows pointing up. Patient and spouse then when to the doctor's office. It's not know what treatment was given at the doctor office visit. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.